Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d10; g3; h2; h6. D10: unknown head; unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-03955. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined.

Event description:
No additional event information to report at this time.